Event description:
Caller reported that a malfunction occurred on the pump, displaying malfunction code ¿malf 0.¿ there was no adverse impact to the customer¿s blood glucose level, and it did not exceed 500 mg/dl. Technical support provided instructions to reset the pump, which resolved the issue, allowing the customer to continue using it. Caller was advised to call back if the malfunction code recurs, and they acknowledged the guidance.